Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic for preoperational checkup. It was noted that the pacemaker unable to interrogate. Further interrogation attempt using a different programmer but was unsuccessful. The pacemaker was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Reported event of no inductive telemetry was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis performed, including device telemetry test, did not show any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.